Event description:
A malfunction was reported when a pump was dropped, leading to a malfunction alarm being displayed as malf 9 on the device. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the problem reoccurred, which the caller understood and acknowledged.